Event description:
It was reported the device broke during a procedure. Two 9mm hollywood nm implants broke yesterday ((B)(6) 2015) during a surgery (l5-s1 tlif). The first implant was placed in the interbody space at l5-s1 and the inserter was removed. The implant then broke while being positioned with the pusher device that comes standard in the hollywood set. The surgeon stated that the implant was not impacted very hard at all with the pusher and he was surprised that it broke so easily. The distributor reports that he watched this and agrees that no excess force was used to position the implant. The broken implant was removed and replaced with another 9mm hollywood nm implant which also broke in the same fashion. The surgery was delayed at least 15 minutes. The patient was not harmed. There were no additional 9mm implants in the set so an 8mm hollywood nm implant was used instead. The surgeon believes that the walls of the hollywood implants are not thick enough to provide sufficient strength for implant positioning with the pusher.

Manufacturer narrative:
During the review of the DHR, it was concluded that the product was inspected and accepted for use by the quality control department on 7/24/2014 and met all specified parameters of the receiving inspection report with no associated nonconformance specific to the product issue. The two implants were received in five pieces, fractured laterally, most likely as a result of hammering the side of the implant with the pusher to reposition the device laterally across the disc space. The proximal insertion point is intact and was not the point of impact. Due to the damage areas of the implant cannot be measured. The areas that can be measured met specifications. The root cause of the issue is unknown, but may be the result of some action by the user or anatomical conditions of the patient. Peek implants can fracture and may be the consequence or result of improper surgical technique (excessive force) or insufficient patient disc preparation or collapsed disc space allowing for proper insertion. There was no patient injury associated with this event. Review of labeling notes: warning cautions and precautions: "loosening, bending, dislocation, and/or breakage of the components, possibly requiring further surgery"; "surgical outcomes with this device are significantly affected by the surgeon's proper patient selection, preoperative planning, proper surgical technique, proper selection and placement of implants and complete compliance of the patient. Selection of the proper size, shape, and design of the implant for each patient is extremely important and crucial to the success of the procedure. Implants are subject to repeated stresses in use, and their strength is limited by the size and shape of the human spine."